Manufacturer narrative:
Facility provided by patient: (B)(6).

Event description:
It was reported the patient was feeling unwell and reported that he was inappropriately shocked around (B)(6) 2024 by the right ventricular (rv) lead. The reason for the shock could not be confirmed. The patient received care at a hospital for the issue where the rv lead was reportedly disconnected. The patient indicated their heart rate went from 60 bpm before the shocks to 80/85 bpm which made him feel tired. The patient was experiencing some difficulty with their clinic as their provider was retiring, and attempts were being made by the patient to find a new one. There were no other reported consequences.

Manufacturer narrative:
New physician: (B)(6) md.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2025 and replaced. The patient was being monitored in clinic routinely. The patient was stable.